Event description:
It was reported by service report that the bed would go into reverse trend when powered on. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.